Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 145, 5-in-6 guidezilla¿ guide extension catheter was used to help deliver the promus stent to the target lesion. Upon insertion of the stent, resistance was encountered at the collar part of the guidezilla¿ guide extension catheter. When the guidezilla¿ guide extension catheter was removed, it was noted that the collar was detached. The procedure was completed with a non bsc device. No patient complications were reported and the patient¿s status is good.